Event description:
A customer in the united states reported a faint burning smell from their express 4 centrifuge. Upon calling back the customer also indicated the power supply connector had melted onto the printed circuit board (pcb). The fire department was not called, there were no smoke or flames. The customer was wearing a lab coat, gloves and eye protection, there were no injuries and no pt samples were lost.

Manufacturer narrative:
The customer repaired the unit by replacing the board and harness. No components were returned to the manufacturer, no further investigation may be done. (B)(4).